Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged into the patient's coronary sinus. There was difficulty repositioning the lead, so the lead was explanted and replaced. No additional adverse patient effects were reported.